Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed and not detected on bus. Customer mentioned that they were unable to recover the failed drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not detected on bus. A field service engineer found pockets b1, and b2 on auxiliary drawer 2.1 were off the bus, shut down the station and reseated all cables and connections related to the issue. After rebooting the station, verified that all drawers and pockets were communicating properly on the bus, tested drawer 2.1, confirmed all pockets were functioning correctly, and verified normal operation. The system functioned as intended after the field service engineer repaired the device.